Event description:
Caller reports that the patient tested 4.1 inr on one device and 2.5 inr on a second. No action reportedly taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strip lot used with first device: 368a, 1/31/08.